Manufacturer narrative:
The involved gas blender was manufactured in 2022 and according to the analysis of the complaints database no further events related to this unit have been reported in the past. The affected device has been returned back to the manufacturer's site for repair. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). If any additional information pertinent to the reported event and impacting the investigation results is received, this complaint file will be re-opened and updated. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market. This report was due on november 30, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted following restoration of the livanova systems.

Event description:
Livanova received report that a s5 gas blender system did not work and gave an error code associated to a discrepancy between the actual and set gas flow values; also an error message related to defective module was displayed on s5 system. The issue occurred post-procedure.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in darlinghurst, australia. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.